Event description:
The customer reported that while pipetting an htlv I/ii microwell plate on summit, the operator reported that not enough sample or reagent was added to well position h3. No error was generated. No death or serious injury was associated with this incident.